Event description:
Admitted with congestive heart failure & rule out myocardial infarction on 7/7/98 underwent right & left heart catheterization selective coronary angiography, left ventricular angiography & intra-aortic balloon pump insertion on the 7th, on the 8th at 830 pm, blood was observed in the catheter line of the balloon & pumping was discontinued. She was taken to cardiac cath lab where balloon was removed & new one inserted due to need for hemodynamic support for upcoming high risk cardiac surgery.